Event description:
It was reported the customer had a keypad anomaly. The customer stated their act and escape button was unresponsive. Customer's blood glucose was 315 mg/dl. Customer was able to treat their blood glucose with a manual injection. The customer could not recall any significant events leading to the keypad issues. It was also found the customer had a crack and a piece missing from their battery cap casing from dropping their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connector on lcd board. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker. No damage on belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.